Event description:
A report was received that following a revision procedure (MFR 3006630150-2020-01614), the patients ipg was unable to connect to the remote and charger. It was believed that the ipg was damaged in the operating room with the use of electrocautery. The patient underwent an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).

Event description:
A report was received that following a revision procedure (MFR 3006630150-2020-01614), the patients ipg was unable to connect to the remote and charger. It was believed that the ipg was damaged in the operating room with the use of electrocautery. The patient underwent an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04)

Manufacturer narrative:
The returned ipg was was analyzed and the device could not be charged nor linked due to excessive current leakage resulting from asic u3 damage. The device could not maintain the battery voltage level due to the high current draw caused by an electrical short in the component asic u3. With all the available information, boston scientific concludes the complaint was confirmed. The device could not maintain the battery voltage level due to the high current draw caused by an electrical short in the component asic u3. The rep believes the battery was damaged in the or with a bovie, it suggested that asic u3 was damaged due to exposure to high-voltage transients or high rf energy. The ipg exposure to bovi/electrocautery resulted in the reported complaint. The probable cause selected is unintended use error caused or contributed to event.